Manufacturer narrative:
Qc was performing within the customer's established limits on the day of the event. System checks performed on (B)(6) 2011 both passed within instrument specifications. A field service engineer (fse) went on-site (B)(4) 2011 and performed modification on the transducer to correct the 197v setting. Fse verified instrument hardware by performing a high-sensitivity system check within instrument specifications.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding an elevated digoxin result above the therapeutic range generated by the access 2 immunoassay analyzer for one patient. Repeat analysis of the patient sample reproduced results above the therapeutic range of the assay but outside of the stated assay precision limits. No reports of death, injury, or change to patient treatment have been reported in connection with this event.